Manufacturer narrative:
Additional gore® tag® devices included in this report: tgt3110/7846630, tgt3410/8539747. (B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and reoperation.

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a dissecting thoracic aortic aneurysm using a gore® tag® thoracic endoprosthesis (tgt3415/7169331). Pre-implant measurement of aneurysm diameter was 52mm. The patient tolerated the procedure. On (B)(6) 2011, in a follow-up study, aneurysm diameter had reportedly decreased to 40mm. On (B)(6) 2012, it was reported that aneurysm diameter had enlarged to 52mm due to false lumen perfusion from a re-entry site which was located outside of the initial treatment region. On (B)(6) 2012, the patient was implanted with two additional gore® tag® thoracic endoprostheses (tgt3110/7846630 and tgt3410/8539747) to exclude the re-entry site. On (B)(6) 2013, it was reported in a follow-up study that aneurysm diameter had decreased again to 40mm. On an unknown date in 2017, a follow-up study reportedly revealed a type iii endoleak from the junction of the existing endoprostheses. It was reportedly unknown which of the devices were involved in the reported component disconnection. Also, a new aneurysm had reportedly been formed in the implant location of the endoprostheses due to the type iii endoleak. On (B)(6) 2017, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis inside the existing endoprostheses to repair the endoleak as well as to exclude the new aneurysm. The patient tolerated the procedure.